Event description:
Following a surgical procedure for reinforcement of the anal sphnicter due to fecal incontinence, a patient experienced fenix device explant. The fenix device was used as part of the surgical procedure. Uneventful surgical procedure and device implant on (B)(6) 2013. Uneventful device explant on 11/25/2014. The reason for explant was not reported.